Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 500 mg/dl. The customer had been on manual injections since being hospitalized, and did not have the insulin pump with her at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.